Manufacturer narrative:
Evaluation of the returned device resulted in the following observations: the distal tip of the device showed evidence of normal use. An area of insulation was missing from the shaft of the device (approximately 21 square millimeters) approximately 50 mm from the distal tip. Under microscopy, there is evidence of mechanical damage to the insulation consistent with contact with a cannula or other device in the operative space. This is considered user damage. This damage could result in inadvertent treatment of non-target tissue. Connection of the unit to a vulcan generator, (B)(4) (through the electroblade adapter) and all defaults displayed appropriately. (B)(4)

Event description:
Doctor was using the blade and patient was burned during hip arthoscopy procedure. The burn occurred around the portal area, it shows redness on skin.